Event description:
Caller reported that the pump battery would not charge, but no power source alert was received. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to try different wall outlets and adapters, but these efforts did not resolve the issue. The pump was out of warranty, so it was not replaced.